Manufacturer narrative:
Other devices used: catalog #00434901500, zimmer tm reverse shoulder baseplate, lot #62557107 - remains implanted. Evaluation summary: the surgical technique was updated to include tips on preparing the glenoid, gained the proper surgical exposure and feeling to insure the glenosphere seated correctly. It was confirmed that this product was implanted prior to the surgeon receiving the letter regarding the updates. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported the pt was revised due to dislocation.